Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A2: age and date of birth unknown / not provided. E1: email address unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor restored the case and advised only issue was fractured implant and possibly the implant was too close to the nerve so primary didn't place new implant. Doctor stated that patient came in on (B)(6) 2022 with a loose crown. X-ray taken, revealing the platform fractured. The implant had to be trephined out so patient was scheduled on (B)(6) 2022 for removal. Doctor did not place a new implant after removal as there was not enough bone in the site to place an implant. Advised it was site 19.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvtb10 (imp, tsv,3.7,10, mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1237300. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1237300 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did submit an x-ray image for the reported event. The image shows the fractured implant collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the collar as seen in the provided x-ray image. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.